Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an act button which did not respond due to corroded keypad trace. No button error alarm noted. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported a button error. The blood glucose reading was 43 mg/dl at the time of the event and she got a headache. Prior the toe event, the unit was beeping. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.